Event description:
Initial report. The patient is an (B)(6) previously healthy man who in (B)(6) 2010 developed acute urinary retention. The patient consulted dr (B)(6) at urologcentrum in (B)(6) on (B)(6) 2010 this year. Cystoscopy was then performed. On (B)(6) coretherm treatment for his bph was performed. On (B)(6), the patient came for follow-up at urologcentrum, and it was noted that the patient recently had left (B)(6) hospital in (B)(6) after an operation for an inflamed bladder diverticula. One can read from the journal from the visit june 16 that the diverticula was located ventrally and that the microwave treatment catheter probably had been placed in the diverticula and that the balloon for fixation thus had been inflated inside the diverticulum. The treatment should accordingly by accident have been performed within the diverticulum and not as intended in the prostatic urethra.